Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and decreased impedance. The lead was capped and replaced. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.